Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: france.

Event description:
It was reported an unknown time, on an unknown date, the device had cutting thickness problem. There was no note of patient impact or delay. Due diligence is in process, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, b3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit was found to be out of calibration, and the control bar position was not correct. The device was recalibrated and control bar position adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery, the device had cutting thickness problem. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is completed; no further information is available. There was no adverse event associated with this malfunction.